Event description:
The healthcare professional reported that stimulation was turned off for surgery on (B)(6) 2016. The patient was using stimulation the night prior to the call and went to increase stimulation the morning of (B)(6) 2016. Upon doing that, a power on reset (por) message was seen on the patient programmer. The patient was currently at a short term nursing center. The hcp was to contact the manufacturer representative to set up a time to address the por. No symptoms were reported. The patient was indicated for urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.